Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) and the right ventricular (rv) leads were found to be dislodged. Both the ra and rv leads were repositioned on (B)(6) 2024. Additionally, the inactive rv lead that was capped on (B)(6) 2024 due to high capture threshold was explanted on (B)(6) 2024. The patient was in stable condition.

Event description:
New information received notes that the issue was discovered in clinic. The right atrial (ra) lead failed to capture while the right ventricular (rv) lead exhibited high capture threshold resulting in high output mode. Chest x-ray confirmed that both the ra and rv leads were dislodged.